Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was at home and expecting her neighbors to come over to play a game. She was slong and suddenly passed out with no symptoms prior to passing out. The patient reported that the cgm provided inaccurate readings which caused the tandem insulin pump to deliver too much insulin resulting in an overdose. She was not aware of the cgm reading during the time of the event. The patient was unconscious for approximately one hour. When the patient's neighbors arrived, the patient did not come to the door. They saw the patient passed out through the window and called emergency services. When ems arrived, the patient was still unconscious. The patient's bg was 32 mg/dl. The cgm value was not known. The patient was treated with a glucose injection and regained consciousness. The patient was transported to the hospital. Upon arrival, the nurse checked a bg meter reading and it was 318 mg/dl whiel the cgm was 192 mg/dl. The patient was treated with IV fluids and was observed overnight. The patient was discharged from the hospital the next day at 2:00pm. The length of stay at the hospital (less than or more than 24 hours) is unknown. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 06/16/2025. It was reported that the patient went to the hospital around 7:00pm on (B)(6) 2025 and was discharged on (B)(6) 2025 at 2:00pm. No additional patient or event information is available.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the wearable. Nordic bluetooth pairing test was performed and passed. As previously reported, data was evaluated and the allegation was undetermined. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).